Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that the stent was dislodged. The 99% stenosed target lesion was located in the moderately tortuous right subclavian artery. A 7.0x20x135 cm express ld stent balloon expandable was selected for use. During the procedure, the stent could not cross the lesion. Upon removal, the stent dislodged at the lesion site, and only the balloon was retrieved. The procedure was completed with a different device placed over the dislodged stent. There were no patient complications as a result of this event.

Event description:
It was reported that the stent was dislodged. The 99% stenosed target lesion was located in the moderately tortuous right subclavian artery. A 7.0x20x135 cm express ld stent balloon expandable was selected for use. During the procedure, the stent could not cross the lesion. Upon removal, the stent dislodged at the lesion site, and only the balloon was retrieved. The procedure was completed with a different device placed over the dislodged stent. There were no patient complications as a result of this event.